Manufacturer narrative:
Product analysis: the reported blood loss event could not be confirmed on the films provided; therefore the cause of the event could not be determined. Post-implant CT¿s and procedural angiograms were not available for review and the mdt stent graft in-vivo configuration could not be evaluated. It is possible that the patient¿s severely angulated proximal aortic neck anatomy may have been a contributory factor to the reported blood loss event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 23-jan-2022, UDI#: (B)(4). Product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 07-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of ruptured 82mm abdominal aortic aneurysm. The patient had a previously implanted non- mdt stent graft which had both a type ia and type iii endoleak present and the endurant stent graft system was going to reline this graft. The patient declined an open repair. It was reported that during the index procedure, the devices implanted successfully and seal was achieved. The patient was hypotensive and had lost a lot of blood, the family opted to withdraw care and the patient expired in the operating room. As per the physician the cause of the event was the extensive blood loss. No additional clinical sequelae were provided and the patient is expired.